Manufacturer narrative:
Ge healthcare has (gehc) investigation has been completed. The ge healthcare (gehc) field engineer (fe) checked the device doors, side walls, panels, door latches and labels and observed all are functioning properly and no defects observed. The hospital informed that they are not associating the reported event to the (B)(6) care station, and that the device had been checked out prior to use and no issues were identified. Based on the gehc inspection of the device, gehc concluded that the device did not cause or contribute to the event.

Manufacturer narrative:
A ge healthcare field engineer determined the incubator was functioning properly within normal parameters. However, ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a3, a4, a5, and a6: information not available. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that a neonatal patient fell from a giraffe incubator. The patient had cranial microtraumas and hemorrhage and was transferred to another hospital. The patient remains in stable condition. A ge healthcare field engineer determined the incubator was functioning properly within normal parameters. Ge healthcare will submit a follow-up report when the investigation has been completed.